Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as the lens was partially inserted and removed. If explanted, give date: not applicable, as the lens was partially inserted and removed. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that when a pcb00 21.5 diopter intraocular lens (iol) was being injected into the patient's operative eye the lens came out too early. The cartridge tip and front end of the lens had contact with the patient. There was no incision enlargement, vitrectomy, or sutures used. Another lens of same diopter was implanted without difficulty. Patient left operating room in stable condition. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 12/01/2017. Device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system was returned at the manufacturing site for evaluation. The plunger was observed advanced and locked. Visual inspection at 10x microscope magnification showed no viscoelastic residue inside the cartridge. The intraocular lens (iol) was removed from the cartridge tip but there was only a part of the lens and part of a haptic that was detached. The customer's reported complaint was verified. However, the probable cause could be associated to the lack of viscoelastic material observed inside the cartridge; as required per dfu (directions for use). This could have caused resistance requiring more force and leading the lens to get stuck. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. The dfu states that the use of viscoelastic is required when using the tecnis itec preloaded delivery system. As a result of the investigation there is no indication of a product quality deficiency and the reported issue was verified. All pertinent information available to abbott medical optics has been submitted.